Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation /perforation: fallopian tube / punctured fallopian tube'), device dislocation ('migration of essure device') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, hyperthyroidism and d & c. Previously administered products included for an unreported indication: depo provera from 2001 to 2003. In 2005, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problem"), migraine ("migraine / headaches"), fatigue ("fatigue"), nausea ("nausea"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), mental disorder ("psychological or psychiatric problems") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / menorrhagia"), headache ("headache") and malaise ("feeling sick all the time"). The patient was treated with surgery (B)(6) 2018 - total hysterectomy (uterus and cervix removed) and robotic total laparoscopic hysterectomy, salpingectomies bilateral, removal of bilateral essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, alopecia and weight increased had resolved and the device dislocation, abdominal pain, back pain, dysmenorrhoea, dyspareunia, intermenstrual bleeding, heavy menstrual bleeding, vaginal haemorrhage, female sexual dysfunction, tooth disorder, migraine, fatigue, hormone level abnormal, nausea, bladder disorder, urinary tract disorder, mental disorder, vaginal discharge, headache and malaise outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, malaise, mental disorder, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Pregnancy test - on (B)(6) 2018: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received : reporter, lab data, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation /perforation: fallopian tube / punctured fallopian tube'), device dislocation ('migration of essure device') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2001 to 2003. In 2005, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problem"), migraine ("migraine / headaches"), fatigue ("fatigue"), nausea ("nausea"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), mental disorder ("psycological or psychiatric problems") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On (B)(6)2005, the patient had essure (ess205) inserted. In 2007, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / menorrhagia"), headache ("headache") and malaise ("feeling sick all the time"). The patient was treated with surgery ((B)(6)2018 - total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, pelvic pain, alopecia and weight increased had resolved and the device dislocation, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, tooth disorder, migraine, fatigue, hormone level abnormal, nausea, bladder disorder, urinary tract disorder, mental disorder, vaginal discharge, headache and malaise outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, malaise, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media report received : events- "headache, feeling sick all the time", reporter added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation /perforation: fallopian tube / punctured fallopian tube'), device dislocation ('migration of essure device') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2001 to 2003. In 2005, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problem"), migraine ("migraine / headaches"), fatigue ("fatigue"), nausea ("nausea"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), mental disorder ("psychological or psychiatric problems") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / menorrhagia"), headache ("headache") and malaise ("feeling sick all the time"). The patient was treated with surgery ((B)(6) 2018 - total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, alopecia and weight increased had resolved and the device dislocation, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, tooth disorder, migraine, fatigue, hormone level abnormal, nausea, bladder disorder, urinary tract disorder, mental disorder, vaginal discharge, headache and malaise outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, malaise, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation /perforation: fallopian tube / punctured fallopian tube'), device dislocation ('migration of essure device') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2001 to 2003. In 2005, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problem"), migraine ("migraine / headaches "), fatigue ("fatigue"), nausea ("nausea"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), mental disorder ("psycological or psychiatric problems") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding) / menorrhagia"). The patient was treated with surgery (B)(6) 2018 - total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, alopecia and weight increased had resolved and the device dislocation, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, tooth disorder, migraine, fatigue, hormone level abnormal, nausea, bladder disorder, urinary tract disorder, mental disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received: new events (fallopian tube perforation, migration of essure device, vaginal bleeding, apareunia, bladder disorder, urinary disorder, hormonal imbalance, neurological disorder, migraines, dental problems, nausea, vaginal discharge and fatigue) updated, outcome of event (pelvic pain female, hair loss and weight gain) recovered, lab test, medical history and new reporter updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, menorrhagia, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: essure confirmation test :- unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added dysmenorrhea (cramping, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods) weight gain, hair loss. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report